Event description:
It was reported that the tubing clamp of nine bd¿ nexiva single port were missing. Customer: ¿ clamp on the tubing is missing.¿

Manufacturer narrative:
Investigation: during DHR review all required samples, set-up and in-process testing was performed accordance with the quality plans. There was no indications of any reject activity findings through the build of this lot that would impact the outcome of the quality of the product relevant to the reported defect. Although samples were not returned for investigation, two photos were provided for observation of this incident. Photo 1 shows the bottom web (blister) of two sealed packages; the photo was revealing a comparison of a 20ga nexiva single port IV catheter system unit with all components intact to that of a similar nexiva unit which had no pinch clamp present. Photo 2 shows the area of the top web (label) of both packages revealing the product to be of ref. (B)(4), exp. 2021-11-30, lot 8348899. Visual observation: confirmation of the defect of other (clamp missing), as stated, was conclusive based on the observation of the photos provided for this incident. Confirmed that one unit within a sealed package was fully assembled without the pinch clamp. This was physical evidence confirming that the failure was manufacturing related. The defect was confirmed and the root cause was established to be manufacturing process related. There is a 100% inspection system for presence of the pinch clamp. The inspection system is challenged for each production order. Therefore the source was not established.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing clamp of nine bd nexiva single port were missing. Customer¿s verbatim: ¿ clamp on the tubing is missing.¿